Event description:
It was reported through a legal event that a 59 male patient had hernia repair surgery on or about (B)(6) 2018. During the hernia repair surgery, the surgeon implanted a strattice mesh; lot no. Sp100559. Following the initial implant of the mesh device, and due to complications concerning same, the patient was required to undergo revision surgeries, including additional mesh implantation as follows: on or about (B)(6) 2018, when the patient was implanted with: lifecell strattice mesh, lot no. Sp100622-095; (B)(6)2018; (B)(6) 2019, when the patient was implanted with lifecell strattice mesh, lot no.: sp20009066; and (B)(6) 2020, when the patient was implanted with lifecell strattice mesh, lot no.: sp20022023. This record is associated with the device implanted on (B)(6) 2018; lot sp100559. Due to system limitation, the lot has been defaulted to unknown, however, lot sp100559 is a valid lot and an investigation will be performed on lot sp100559. It was also reported the patient was implanted with device lot no.: sp20022023 on (B)(6)2020 however there is no event reported after the implantation and therefore an additional complaint record will not be opened for sp20022023, it should also be noted this in an invalid lot number. This is the same event and the same patient reported under MDR # 1000306051-2023-00102 (abbvie complaint # (B)(4)) and, MDR # 1000306051-2023-00101 (abbvie complaint # (B)(4)).

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion.

Event description:
This is follow up#1 to report the results from the internal investigation and the conclusion. The aware date is based on when the batch record review was completed. As reported in initial: it was reported through a legal event that a 59 male patient had hernia repair surgery on or about (B)(6) 2018. During the hernia repair surgery, the surgeon implanted a strattice mesh; lot no. Sp100559. Following the initial implant of the mesh device, and due to complications concerning same, the patient was required to undergo revision surgeries, including additional mesh implantation as follows: on or about (B)(6) 2018, when the patient was implanted with: lifecell strattice mesh, lot no. Sp100622-095; (B)(6) 2018; (B)(6) 2019, when the patient was implanted with lifecell strattice mesh, lot no.: sp20009066; and (B)(6) 2020, when the patient was implanted with lifecell strattice mesh, lot no.: sp20022023. This record is associated with the device implanted on (B)(6) 2018; lot sp100559. Due to system limitation, the lot has been defaulted to unknown, however, lot sp100559 is a valid lot and an investigation will be performed on lot sp100559. It was also reported the patient was implanted with device lot no.: sp20022023 on (B)(6) 2020 however there is no event reported after the implantation and therefore an additional complaint record will not be opened for sp20022023, it should also be noted this in an invalid lot number. This is the same event and the same patient reported under MDR # 1000306051-2023-00102 (abbvie complaint # pr (B)(4) ) and, MDR # 1000306051-2023-00101 (abbvie complaint # pr (B)(4) ).

Manufacturer narrative:
Internal investigation into strattice lot sp100559 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of 15 may 2023, of the 191 devices released to finished goods for lot sp100559, 189 have been distributed with 96 reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion.